Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. It was reported that the right ventricular (rv) lead was capped for probe drive problem and the right atrial (ra) lead was capped due to insulation damage. The ra lead insulation damage was confirmed via chest x-ray. The patient condition was not known.